Manufacturer narrative:
Continued from d.11: saline flush syringe. The customer¿s report of a balloon in the silicon segment was not confirmed. During visual inspection, clear liquid was observed inside the tubing. No evidence of balloons or damages were observed at the silicone tubing of the pump segment or throughout the set. Functional testing showed the set flowed freely via gravity and showed no signs of ballooning. No leaks were observed. A dimensional analysis was performed on the silicone tubing (p/n 12088541). A small portion of the silicon tubing was cut nearest to the upper fitment and measured for analysis. The thickness of the tubing measured at 0.030 inches and was observed to be concentric and within specification. The root cause of the customer¿s report could not be identified.

Event description:
It was reported that 0.9 ns was infusing at a rate of 500ml/hr for approximately 1 hr. For a hypotensive/hypoglycemic patient, when the device alarmed for occlusion alarms. The rn attempted to flush the line however the device continued to alarm, as the user removed tubing from the device and noticed a bulge in the silicone segment. The customer confirmed that there was no harm to the patient however a delay in treatment.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that the used noticed a bulge in silicone segment and leak. Although requested there are no additional details provided at this time.